Event description:
#Medwatcher #(B)(4). I had essure around 2007, I began to have heavy periods, had to get birth control shot to try stop bleeding, but failed went 45 days stop for 2 and go all over again! As the years passed, I began to have weight gain, body pain all over, hair loss, I struggle with daily activities, no sex drive, and now horrible headaches.